Event description:
It was reported that the physician noticed that the fiducial markers shown in the advantage sim's digitally reconstructed radiograph (drr) were misaligned with the pt's anatomy. At that time, the pt was being set up on the treatment delivery table. There was no injury reported. The issue's concern is for a potential misdiagnosis.

Manufacturer narrative:
Ge healthcare has initiated an investigation of the reported issue.